Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer had car accident that was not related to his blood glucose and has been in the hospital since then, was wearing the insulin pump at the time of the accident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer stated drive support cap appears normal. Customer were in hospital for car accident. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.